Manufacturer narrative:
The product analysis indicates that the reported issue of overheating could not be confirmed. The one-minute pre-repair temperature test results are as follows: 75 degrees f at t1 and 75 degrees f at t2. The ambient temperature was 73 degrees f. After 5 minutes, the temperature was 84 degrees f at t1 and 84 degrees f at t2. The housing was faded. The rear collet bearing was worn and one o-ring on the collet carrier was cut. The handpiece was rebuilt. The collet, motor, and o-rings were replaced. The device was cleaned and successfully tested to specifications.

Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece was overheating. There was no report of patient impact.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.